Manufacturer narrative:
Correction: correcting h10 of 2nd medwatch. The image is not visible when 180 instruments are used in combination was not reproduced in the repair department. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image when 180 series scopes were used. According to the initial reporter, this event took place during procedure preparation and caused no patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during the device evaluation. Additionally, while the unit did successfully pass the initial leakage and electrical safety tests, the overall internal presence of the unit was very dirty. One of the printed circuit boards specifically was noted dusty and may have contributed to the user¿s initial ¿no image¿ failure mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.